Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was (bav) performed due to calcification and a bicuspid aortic valve. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. During deployment of the valve, it was observed that the inflow portion of the valve was protruding between the the end of the dcs capsule and the nose cone. The valve and dcs were withdrawn fromthe patient. A second pre-implant bav was performed with a larger balloon. A new valve was loaded into a new dcs and implanted in the patient. The event resulted in a 30-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was (bav) performed due to calcification and a bicuspid aortic valve. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. During deployment of the valve, it was observed that the inflow portion of the valve was protruding between the end of the dcs capsule and the nose cone. The valve and dcs were withdrawn from thepatient. A second pre-implant bav was performed with a larger balloon. A new valve was loaded into a new dcs and implanted in the patient. The event resulted in a 30-minute procedural delay. No adverse patient effects were reported. Additional information was received that it was difficult to advance the dcs across the native annulus due to the patient's heavy calcification which likely contributed to the gap between the dcs capsule and nose cone. One day following the procedure, a neurological assessment indicated that the patient had an ischemic stroke. Blood thinner medication was prescribed and rehabilitation was initiated. The stroke resolved. Per the physician, the stroke was related to the procedure and likely associated with the groin access site, but not attributed to the device.